Event description:
Patient called lfs in 2004 alleging the meter was missing segments while attempting to test. The pt reported no high or low blood glucose symptoms at the time of testing. The pt visited their diabetes educator who gave the pt a back up meter to use. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.